Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the water stains were revealed inside the ventilator. They were cleaned and dried. The issue has been resolved and the device was delivered to the user in working condition. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The unit has been produced after introducing new standards of degrees of protection against harmful ingress of water iec 60601-1 ed.3. It has remained unknown under which circumstances and when liquid entered the unit. The cause of this issue has been established as accidental damage. The root cause to the reported issue has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).